Manufacturer narrative:
Tandem received voluntary letter mw5187452 that clarified that the issue being reported was physical resistance sticking was encountered with multiple cartridges.

Event description:
It was reported that the customer had an unspecified cartridge issue. A cartridge change was performed to address the issue. Although requested, no additional information was provided by the customer. There was no adverse impact to the customer's blood glucose level.